Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Baxter's engineering eval confirmed the reported symptom through history log review. The investigation was unable to reproduce the reported symptom of ec 322 after the unit was run for 60+ hours. The baxter device eval is still in progress. When the eval is completed a supplemental report will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump is constantly alarming for system error 322. It was also reported that there was no associated pt injury.